Manufacturer narrative:
Concomitant medical products: product number - 8253001 (mainframe, nim response 3.0); serial number - (B)(4); lot number: 66965800; manufactured date ¿ april 5, 2010; 510k ¿ k083124. The 8229705 (emg tube): the device was discarded by the customer. A product analysis has not been performed. The 8253001 (nim 3.0 mainframe): the device is still in use by the customer and will not be returned. A product analysis has not been performed.

Event description:
It was reported that during a thyroid resection, using a trivantage tube, the user was stimulating the nerve, but was not getting a consistent emg responses. The surgeon stated that the nim did not respond with the appropriate sound when they put the probe on the nerve, even though they could visually see the nerve. After the case, the doctor suspected that the tube was in the wrong place as the patient had difficult anatomy. There was approximately a five minute delay to the case. There was no injury reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.